Event description:
Manufacturer reference #: (B)(4).

Manufacturer narrative:
The IFU indicates: ¿if a zero adjustment is not performed, the blood pressure values may be incorrect. Zero adjustment of the pressure transducer is mandatory.¿ and ¿when the picco module for the pulsioflex is also connected to a bedside monitor, perform a zero adjustment of the pulsioflex before zeroing the bedside monitor.¿ according to customer, the zeroing was performed in the correct way. In this case we cannot confirm or negate this statement. After removal of the pulsioflex and picco module from the system, the blood pressure values on the bedside monitor matched with the additional arterial measurement. It is not known if changes in the set up have been made during removal of the picco module, which could have contributed to the situation. A DHR review of the related products did not reveal any non-conformities or deviation from specification relevant to the reported issue. The returned products have been inspected. No deficiency relevant to the reported issue could be detected for the picco module and pulsioflex. Testing of the returned pressure output adapter (pc85200) revealed a slightly loose connection: the cable reacted to minor movements, which led to massive and frequent jumps on the additional monitor. No value deviation could be detected without moving the cable. The cable is an accessory of the picco module and transfers the pressure signal from the picco module to an external device. Although intensive testing of the pressure output adapter could not reproduce the described error pattern (value deviation of 60 mmhg) in full extend, it cannot be excluded that the slightly loose connection of the pressure output adapter contributed or caused the wrong values on the bedside monitor. Therefore, the slightly loose connection is seen as most probable root cause. The cable is a consumable and therefore subject to wear and tear. There is no indication for a systematic production or design issue, due to the absence of a trend (complaint rate <1 % ). A slightly loose contact can lead to different values between pulsioflex and bedside monitor; likely to obviously jumping values and in very rare cases to permanent inaccurate values. No similar complaint about a serious injury or death has been reported to pulsion, which supports the analysis. Therapeutic decisions shall be based on the integration of several information. As the IFU indicates: ¿if the displayed pulse contour parameters are not plausible, they should be checked by a reference measurement. ¿ the issue will be further monitored on the market in order to identify trends. With the information stated above the complaint will be closed. The picco technology is used for advanced hemodynamic monitoring.

Manufacturer narrative:
A DHR review did not reveal any non-conformities or deviation from specification relevant to the reported issue. Further information has been requested and investigation is ongoing. A supplemental emdr will be sent when the investigation is completed.

Event description:
Arterial blood pressure values (transmitted via the picco module to the bedside monitor) on the bedside monitor 60 mmhg lower than on the pulsioflex monitor. The patient (lung transplantation) has been treated according to the wrong values. The picco module (including the pulsioflex monitor) have been removed from the system and the values on the bedside monitor increased. No negative impact on patient status. On the basis of the currently available information it cannot be excluded that the use of the picco module contributed to the event. A therapy according to wrong blood pressure values after a lung transplantation could lead to a serious injury. Manufacturer reference #: (B)(4).